Event description:
In 2009, the patient reported he has had elevated blood glucose readings as high as 351 mg/dl. He said when he boluses insulin via his insulin infusion device, his readings do not lower. He has changed his basal rates and his readings are still elevated. He stated he has a virus for which he is taking antibiotics which he is aware can affect his blood glucose. He stated he changes his headset every 3-4 days, his tubing every week, and his adapter was last changed about 3 months ago. He was advised of the proper change schedule. The patient was instructed to bolus 2 units which he did without error. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.